Event description:
It was reported that the programmer generated a "serious" programmer error twice at start-up, prior to any patient interrogation having begun. It was further reported that the programmer had trouble recognizing universal serial buses (usb's), despite several attempts at troubleshooting using different usb's. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer was sent to software engineering for analysis. Software engineering found no errors but did suspect possible "d" drive corruption as the error was seen only twice. Service was able to reproduce the universal serial bus (usb) error. Software was reloaded. (B)(4).